Event description:
A malfunction alarm with code 12-0x2071 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in executing the reset, after which the malfunction did not recur.